Event description:
A report was received that the patient had to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient had to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.